Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The phyician removed the stent delivery catheter from the pt. The physician inserted the aspiration catheter and advanced the device forward the occlusion balloon deflated unexpectedly. The pt is reported to be fine.